Manufacturer narrative:
Further investigation of the issue included a review of the complaint text, a search for similar complaints, review of customer instrument logs, review of field data and a review of labeling. Review of complaint activity did not identify any adverse or non-statistical trends for the architect total b-hcg assay. No other complaints were identified for reagent lot 76054ui00. The customers instrument logs were reviewed and did not identify conclusive information to indicate a sample integrity issue occurred for the positive result at the time of testing. However, some variation with the lls logs was observed which could indicate bubbles in the bottle, drop of liquid on the end of the probe or probe was damaged or out of alignment. Furthermore, aspiration errors were observed before the completion of the retest sample. Using worldwide field data the historical performance in the field of reagent lot 76054ui00 using was reviewed. The patient median result for the lot was analyzed and found to be comparable to all other lots in the field and confirms no systematic issue for the lot. Manufacturing documentation for the likely cause lot did not identify any issues associated with the complaint issue. Additionally, labeling was reviewed and sufficiently addresses the issue. Based on the available information, no systemic issue or deficiency of the architect total b-hcg assay was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported a falsely positive architect total b-hcg result from a (B)(6) patient. Sample (B)(6) generated an initial result of 272.95 miu/ml. Retest of the original sample generated 482.22 miu/ml on the original instrument and 491 miu/ml on a second analyzer. The customer further indicated a new sample from the same patient as well as a decanted sample from the specimen bank generated negative results. No further patient information was provided and no adverse impact to patient management was reported.